Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon wanted to use the insert which was not getting locked even after several attempts. Had to open another insert.

Manufacturer narrative:
Conclusion and justification status for MDR: complaint description: the surgeon wanted to use the insert which was not getting locked even after several attempts. Had to open another insert. The insert was returned to leeds which was then forwarded on to the manufacturing site, cork, for investigation. DHR review product code 158123108, work order 8091203 was manufactured on 27 march 2015. The (B)(4) parts were manufactured per specification and all raw materials met specification. At the final deburr processing step, as per (B)(4), bannister inserts final deburr, states that all parts (bottoms) are measured using cmm inspection as per (B)(4), test method for bannister insert inspection using cmm. This requires that all the bottoms of parts are measured using the cmm to ensure they meet the specifications as per the part drawing, (B)(4). The bottom of the insert is where the part mates with the tray. The cmm reports were reviewed and all parts met specification. There are no ncs or deviations associated with this lot. Product review complainant states ¿the surgeon wanted to use the insert which was not getting locked even after several attempts. Had to open another insert.¿ this would suggest that the part would not meet specification dimensionally. The returned part could not be run on the cmm again as it had been contaminated with human blood. The bottom part of the unit was verified using vernier calipers; the inner diameter where the part inserts into the tray and its depth, the measurements met specification as per the part drawing, (B)(4). The laser mark was reviewed on the part and the lot number and size are correctly present on the returned part. No other product from this lot was available to pull and assess. Periphery systems reviewed and found to meet specifications/ be acceptable: cmm report: all cmm reports attached to the original DHR met specification. Nr: none associated with this lot. CAPA: none associated with this lot. Scrap associated with batch: no parts were scrapped for this lot during processing. Historical review a review of customer complaints was conducted. No trend was found for lot code. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. No product problem could be identified. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. The product shall be retained in secure storage as per procedure unless specifically requested back by the customer. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.